Event description:
There was no pt involved in this event. The device was malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to the 30th january 2011. The device failed a self test due to a low battery on 6th february 2011. The device recorded a temperature below the recommended operating temperature during this time. The device was returned to a warmer environment on 9th february 2011 and performed as expected alongside random manual power ons up to the 12th may 2013. Multiple manual power ups of ten minutes duration were observed in the device memory between 17th may 2013 and the last log entry on the 25th march 2015. The pad-pak became depleted during this time. The device records temperatures below the recommended minimum temperature during this time. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to adverse storage conditions. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo-pins however this would have no impact on the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.